Event description:
Clinical study. It was reported 1558 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the pt returned with restenosis. The index procedure treated the de novo, 70% stenosed 2.25x15mm target lesion located in the distal left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of a 2.25x20mm taxus express2 drug eluting stent resulting in 10% residual stenosis. A non target lesion in the 1st obtuse marginal was treated with a 2.5x20mm express2 bare metal stent during the index procedure. The pt was discharged the next day on aspirin and clopidogrel. At 1558 days post the index procedure, the pt was admitted with retrosternal chest tightness and pressure, dyspnea, positive troponins, and ECG changes. The pt was referred for coronary angioplasty. On day 1560 coronary angioplasty revealed: lad (target vessel) : occluded, lcx: occluded, rca: occluded. Grafts: lima to the lad, 99% occlusion at the anastomosis with thrombus present; svg to 1st diagonal patent; svg to the pda and om patent, 40% stenosis at the ostium. Core lab reported on day 1562 that the study stent was 100% stenosis occluded. The stenosis in the lima to the lad was treated with a 2.5 x 18mm non bsc stent and post-dilatation with 10% residual stenosis. On day 1561 the pt was discharged on aspirin and clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.